Event description:
It was reported the urine could not pass through the catheter due to a suspected blockage in the "drainage channel." No patient complications were reported as a result of this event.

Manufacturer narrative:
A quality complaint investigation was performed. A sample was not received from the customer. Only the product lot# 410150r002 and cat# ha14161002 was available to assist in the record review. Reviewing of assembly work order does not reveal any signs of non-deflation detected during the inspection. Reviewing of the in-process functional test report for dip codes does not reveal any sign of such defect detected during the drainage test. The samples taken from this manufacturing lot met the specification when subjected for the functional test in accordance to the test method. Reviewing of the risk assessment file does cover potential cause and it's controlled. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on record review, there were no significant abnormalities. No previous investigations are available. After a detailed batch review, no discrepancies(includes non-conformances/deviations) were found. There is not enough information to conclude that the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.